Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the provider, during total laparoscopic hysterectomy, the suture broke. New suture opened to complete the case. There was no patient injury.